Event description:
An event involving a primary plum set reported that leak was observed at filter vent during infusion. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. Additional contact information (B)(6).